Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: reported as an unknown date ¿within the past week¿. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "floaters" were observed in an intravia containers. The container was "injected" with 0.9% sodium chloride then reconstituted with 15gm ampicillin/sulbactum. There was no patient involvement. No additional information is available.